Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a rio transfer devices where it was reported that the device had "black specs" along spike and "black string under white cap". There was no patient involvement. There were 13 incidents with no other identifying information provided.

Manufacturer narrative:
D9 - date returned to MFR: 1/12/2026. Received one (1) used vb-20 rio drug reconstitution transfer device connected to a vial and twelve (12) used vb-20 rio for inspection. Each sample was visually examined. Small fibers were examined on each used set. The fibers were outside of the fluid path. The reported complaint can be confirmed. The root cause of this event is being investigated under a CAPA. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.